Manufacturer narrative:
(B)(4). The reported event of infection cannot be analyzed via laboratory testing. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2. Reference MFR report #1627487-2016-06073. Note the patient received two anchors from the same lot number. It was reported the patient had pain at the anchor and lead sites. A culture confirmed (B)(6) infection. The lead and anchor were explanted. Follow up revealed a blood test was performed which confirmed there was no presence of (B)(6).